Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found on strips and meter. Most likely underlying root cause - user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's nurse states the customer feels well and requires no medical attention. The customer's expected blood results are 118-120mg/dl fasting. Verified the strips expired 10/15/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 306mg/dl and 353mg/dl fasting. Reviewed meter memory: 1:254mg/dl (B)(6) 2015 04:25:00 pm fasting:yes. 2:215mg/dl (B)(6) 2015 04:00:00 pm fasting:yes. 3:201mg/dl (B)(6) 2015 04:00:00 pm fasting:yes. 4:215mg/dl (B)(6) 2015 03:58:00 pm fasting:yes. 5:192mg/dl (B)(6) 2015 06:32:00 am fasting:yes. Memory concerned with all the results. Customer nurse is comparing two different meters. Customer ran a blood glucoes test on (B)(6) 2015 at 4:25pm and got result 254mg/dl and with her meter she got 129mg/dl (fasting).